Event description:
During the routine follow-up of the device, a switch to standby mode (vvi mode, 70 min-1) was observed. However, preliminary analysis showed that an unexpected switch to nominal programming (vvi mode, 70 min-1) was met during a parameter programming.

Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.